Manufacturer narrative:
(B)(4). This code is used to address the failure to pre-flush the marker lumen during device preparation. Per the instructions for use: verify marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. The customer reported that the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device, using a pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. The proglide marker lumen was not pre-flushed with saline prior to the procedure. Reportedly, after insertion of the proglide device, blood flow was not visible in the proglide marker lumen. The sutures of two additional proglide devices were successfully preplaced using the pre-close technique. The sheath was upsized to 14 f and the aaa procedure was completed. The successfully preplaced sutures of two proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no other incident reported marker lumen blockage from this lot. It should be noted that the proglide instructions for use states: verify marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the perclose proglide smc device if the marker lumen is not patent. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.